Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming for no disposable, pump will not run. The patient was instructed to stop and restart the pump, but the pump continued to alarm. The patient had a very hard time following instructions so no additional troubleshooting was done. Patient did not understand what the cassette was in order to remove it. The patient was instructed to turn the pump off, clamp her tubing and call the clinic. Later, the patient called the with a no disposable pump clamp tubing alarm and requested a spanish speaking interpreter. The patient was connected with an interpreter, but the call dropped. Three additional attempts were made to call the patient. No patient injury was reported.